Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the pump¿s the pump alarm history shows evidence of occlusion alarms. The original complaint was unable to be duplicated. The pump powered on properly with vibratory and audible features. The pump alarm history showed evidence of occlusion alarms. An occlusion was induced for testing purposes. The alarm was accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): patient states they have been receiving several occlusion alarms over the last couple weeks, especially 9/25/16 & 9/26/16, but there is no record of the alarm in the history/settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.